Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling". Discarded.

Event description:
During a right knee arthroplasty procedure, the drill bit fractured while pinning a cutting guide. The patient retained a fractured piece. No further information has been provided.